Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any issues that would affect pump operation. The patient was routinely transplanted on (B)(6) 2023, and no issues related to the device or device therapy were reported. (B)(6) was returned assembled with the pump cable cut approximately 9¿ from the pump header. A distal portion of the pump cable measuring approximately 4.5¿ was also returned connected to the modular cable via the in-line connector. Approximately 3¿ of the sealed outflow graft and 1¿ of the bend relief were returned detached from the pump cover outlet port. The outflow graft clip was also returned detached from the sealed outflow graft assembly and appeared unremarkable. The mini apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the sealed inflow and outflow conduits was unremarkable and revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Heartmate 3 lvas patient handbook is also available. Section 4 contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.